Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park d3: manufacturer zip/postal code: gu9 8ql g1: MFR site address 1: chapman house, farnham bus park g1: MFR site zip/post code: gu9 8ql.

Event description:
It was reported that non-target radiation exposure occurred. A 5 gbq therasphere dose vial was selected for use in a y-90 procedure. There were no issues during administration. However, post administration imaging results revealed radiation in the stomach. It is believed that there was shunting that was not seen during post (macroaggregated albumin) maa imaging. 97.7% of the vial was delivered at the time of administration. The target tissue received 0.504gbq (86.9%), the stomach wall received 0.056gbq (9.6%), and the lungs received 0.022gbq (3.8%). As a result, the patient was given prophylactic antibiotics. No patient complications were reported.